Manufacturer narrative:
Results: the bident was visible protruding distal from the stainless steel hypotube. Upon opening the handle, a gap was present between the motor and pebax part. During functional testing, the pebax was gripped distal to the observed gap and pushed back into the motor. This retracted the bident back within the lumen of the hypotube. Conclusions: evaluation of the returned artemis device confirmed the bident was distal to the stainless steel hypotube. Further investigation revealed the rotating wire mechanism had a small gap between the motor and the rest of the wire. When the gap was removed by pressing the pieces together, the bident was retracted back into the stainless steel hypotube. The subject parts are fit together with a press compression fit. The root cause of the wire and bident moving slightly distal could not be determined. Penumbra artemis devices are inspected during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The bident was protruding from the stainless steel hypotube and a gap was present between the motor and pebax. The investigation findings do not lead to a clear conclusion about the cause of the wire and bident moving slightly distal.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2018-02492 common device name.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a microneurosurgery procedure using an artemis neuro evacuation device (artemis). During the procedure, the physician noticed the artemis aspiration was less than optimal, therefore; it was removed. The physician then discovered the bident was extruding out from the hypotube for the artemis. The procedure was completed using a new artemis. There was no report of an adverse effect to the patient.